Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold primary 6-file ster 25mm broke during use. The broken part was not retrieved. No further treatment is necessary. No injury.

Manufacturer narrative:
Involved products broken during use were not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1865767). The four unused waveone gold primary files 25mm which were returned were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified.